Event description:
The customer stated that her blood glucose readings were not being stored in the memory of the contour next link 2.4 meter. There was no allegation of an adverse event. The customer was advised to return the meter for evaluation. A replacement meter was sent to the customer.